Event description:
The patient reported that on (B)(6) 2015, he did not eat dinner and went to sleep. He woke up at 11:00pm and took 35 units of lantus, as normal, and went back to sleep. The patient fell out of bed unconscious around 1:30-2:00am. His son tested his blood glucose level with a result of 250 mg/dl. No treatment was provided. Emts were called and arrived at 2:30am. The patient's blood glucose level was 26 mg/dl on the emts' meter. The patient was treated with glucagon and an IV of glucose. He was taken to the hospital, but was not admitted. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips had expired.